Event description:
It was reported that after a percutaneous transluminal coronary angioplasty of the left anterior descending artery, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss was observed. When the needle plunger was removed, no suture was present on the needle. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss could not be confirmed. Analysis of the device indicated the anterior cuff successfully captured the anterior needle during needle plunger deployment, but the anterior cuff became detached from the anterior needle tip while retracting the needle plunger to retrieve the suture as evidenced by damaged anterior needle barb, which can appear to the operator as the reported needle-to-cuff miss. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar needle-to-cuff miss incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.